Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient fell and hit her ipg pocket and consequently developed swelling and soreness at the pocket site. The physician felt that the ipg septum may have been damaged from the fall. The physician chose to explant and replace the ipg; the new ipg was surgically relocated to a new pocket site on the patient. Follow up on the patient found that the original pocket site was healing and no further issues were reported.